Manufacturer narrative:
(B)(4).

Event description:
A medtronic representative reported that during a functional endoscopic sinus surgery (fess) the surgeon alleged the navigation system was inaccurate by approximately 2-3 millimeters. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative tested the system and was unable to replicate the reported issue. The medtronic representative performed a navigation system check-out, all areas passed.